Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the iliac vein. A 14x90/9fr uni plus 75cm wallstent endoprosthesis was selected for use. During device delivery, the stent became dislodged. The device was removed and the procedure was completed with another of same device. There were no patient complications as a result of this event. The patient remained stable following the procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve product status and additional details regarding the reported event, but further information was unable to be obtained.